Event description:
Olympus dc launch clinical study: 9 days following a coronary artery drug eluting stenting treatment procedure, a target vessel re-intervention (tvr) event occurred. The initial index procedure treated 2 lesions. The first located in the dist. Lad, using a 2.75x16mm taxus express2 stent. Lesion was denovo, 83% stenosis, no calcification or tortuosity. Lesion 2 in the prox lad and mid lad was overlapped with 3.0x28mm and 3.0x24mm taxus express2 stents. Lesion2 was an in-stent stenosis. No calcification or tortuosity, 72% stenosis. Both lesions were pre and post dilated. Patient was discharged 1 day following index procedure. Aspirin and plavix was prescribed. Tve in mid lad site occurred 9 days following index procedure. Relationship to study stent is possible. There is no information regarding hospitalization at this time.